Event description:
It was reported in a scientific article that a patient experienced discomfort at the generator site. The generator was explanted due to lack of clinical benefit and device intolerance. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.